Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear and tear damage resulting from repeated grasping and use of the device in the field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-feb-2026, a sales representative reported via (B)(4) that the ar-13999mf fastpass scorpion has had the jaw loosen from the shaft, no longer allowing the trap door to function properly. This issue was discovered during a case with no patient harm.